Event description:
It was reported that the patient's neurostimulator was implanted in (B)(6) 2011 and was showing low. The patient had been told that his settings were not high enough to account for him depleting the battery so quickly. The patient had a pre-operative appointment scheduled for (B)(6) 2012 regarding neurostimulator replacement. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information showed the patient had his device and extensions replaced. The patient's therapy was working as intended following the replacement procedure.

Manufacturer narrative:
Product type extension, product ID 748240, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2012-(B)(6), product type extension product ID 3387s-40, lot# v012545, implanted: 2007-(B)(6), explanted: 2012-(B)(6). (B)(4).

Manufacturer narrative:
Lead model 3387s-40, lot # v012545, implanted: (B)(6) 2007, explanted: unknown; lead model 3387s-40, lot # v012545, implanted: (B)(6) 2007, explanted: unknown; extension model 748240, serial # (B)(4) implanted: (B)(6) 2007, explanted: unknown; extension model 748240, serial # (B)(4), implanted: (B)(6) 2007, explanted: unknown.